Manufacturer narrative:
Ge healthcare investigation about this event has been completed. On (B)(6) 2017 it was reported that during installation of an innova igs 520 vascular system, ge healthcare field service engineer injured his right fourth finger while trying to take a table cover off. His finger got caught between the cover and the table causing a laceration requiring one suture which resulted in a serious injury. Ge healthcare field service engineer confirmed that he did not wear protection gloves during this intervention. Adequate instructions are provided in installation manual regarding proper removal and assembly of table covers. The installation manual also insists on the importance to wear personnel protective equipment while installing the system. Neither design, assembly nor manufacture defect, nor failure or malfunction has been identified with the table cover. On (B)(6) 2017 the site has been corrected by re-adjusting and reseating the cover. Ge healthcare field service engineer has been reminded about the need to wear gloves during system installation. Based on this analysis, no further action is required.

Manufacturer narrative:
Patient information not yet provided. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
During a maintenance activity on a vascular system, ge healthcare field service engineer injured his finger while trying to take a table cover off. His right fourth finger (ring finger) got caught between the cover and the table resulting in a little laceration. He was immediately treated to the emergency department of the site and received one stitch. Employee returned to work within one hour following this surgical intervention.